Event description:
This supplemental report is being filed to provide additional information that the patient had some inappropriate shocks due to oversensing of a wide intrinsic complex. The shocks occurred while the sensing vector was set to secondary. The sensing vector has now been reprogrammed to the primary sensing vector. There were no additional adverse patient effects. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. The vector was reprogrammed from secondary to primary, however a second inappropriate shock was delivered. It was noted in the most recent episode that the signal amplitude was small and there may have been some intermittent bundle branch block. The patient was seen in-clinic and the vector was reprogrammed to alternate. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. The vector was reprogrammed from secondary to primary, however a second inappropriate shock was delivered. It was noted in the most recent episode that the signal amplitude was small and there may have been some intermittent bundle branch block. The patient was seen in-clinic and the vector was reprogrammed to alternate. No adverse patient effects were reported.